Event description:
On two occasions the positioning mechanism would not hold in place allowing the ett to "float" from side to side.

Manufacturer narrative:
It's not maintaining stabilization of ett which could cause the patient to be re-intubated. Summary: investigation into reported complaints (B)(4) indicate a lack of system requirements during design and product launch. Revision of the design input/output files are being conducted for airlife product acquisition. Ra: no associated risk management files for solidairity product owned by airlife at time of clinical trials.

Event description:
On two occasions the positioning mechanism would not hold in place allowing the ett to "float" from side to side.

Manufacturer narrative:
It's not maintaining stabilization of ett which could cause the patient to be re-intubated.